Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported a home patient experienced a break in aseptic technique during continuous ambulatory peritoneal dialysis therapy (capd) using unknown baxter disposables which caused peritonitis manifested by cloudy peritoneal effluent and abdominal pain. On the same day the patient was diagnosed with peritonitis, the patient began treatment with ceftazidime intraperitoneally (ip) 1 gram/day, vancomycin ip 2g every 5 days and fluconazole oral 50mg/day. Three days later, treatment with vancomycin and fluconazole was discontinued. On the same day, the patient was retrained on aseptic technique. A week later, the patient experienced urinary complaints and was treated with bactrim oral 500mg every 12 hours. Intraperitoneal treatment with ceftazidime was maintained. Two days after the onset of urinary complaints, the patient was hospitalized for recurrent peritonitis due to the break in aseptic technique and began treatment with vancomycin ip 2 g every 5 days, meropenem IV 1g/day and fluconazole oral 50 mg/day. Ceftazidime was withdrawn at that time. Two weeks later, remedial treatment with vancomycin, meropenem and fluconazole was discontinued. The patient was discharged from hospital the following day. Capd therapy was ongoing.